Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure in aortic position by right transfemoral approach, the delivery system balloon ruptured during inflation with nominal volume. A 26mm commander delivery system had been inserted with a crimped 26mm sapien 3 ultra resilia valve through a 14fr esheath+, after two perclose devices were deployed. The commander and valve were advanced to the native valve, and the valve was deployed in standard fashion while rapid pacing was performed. After 3 seconds of full inflation, contrast was observed outside of the balloon and the team determined that the balloon had ruptured. The physicians believe that a very small amount of calcium in the sinotubular junction contributed to the balloon rupture. The valve was successfully implanted. The cardiologist withdrew the balloon to the level of the esheath+ and noted resistance. He then decided to remove the commander delivery system and the esheath+ as one unit and was successful in removing both from the patient. There was no damage to the esheath after it was withdrawn. Percloses were tightened and there was no bleeding observed. An angiogram was performed demonstrating perfusion in the right common and internal iliacs; however, there was limited flow in the right external iliac. Per the field clinical specialist, there appeared to be a "ring" of soft plaque/thrombus just above the femoral bifurcation and below the stick point. Because the balloon was unable to be fully withdrawn into the sheath, the extra balloon material, along with a suboptimal perclose deployment, may have contributed to the limited flow. From a contralateral (left side) transfemoral approach, the cardiologist placed a wire and sheath up and over the aortic bifurcation and passed a wire across the femoral artery and down the superficial femoral artery. He advanced and inflated a 7mm x 60mm balloon, then placed an 8mm x 40mm self-expanding stent in the common femoral artery. He then post-dilated with the 7mm x 60mm balloon and the vessel remained opened.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed empirically based on the reference image. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that "the physicians believe that a very small amount of calcium in the sinotubular junction contributed to the balloon rupture." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty withdrawing system through the sheath was unable to be confirmed as no relevant photos were provided for evaluation. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the heath or patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.